Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/26/2014 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad and between the bumper pad and the top. The keypad cover was found to be peeling from the base. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination as found under all key contacts. Additionally, evaluation revealed that the display was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that there was contamination under all keypad button contacts. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/26/2014.